Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to cracks in the right cylinder connection tube. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Corrected data: d4 and h4. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis was unable to confirm the reported events related to tube having a hole or perforated; however, product analysis concluded that the pump failed valve deactive state test was the most probable cause of the reported events. Product analysis confirmed pump malfunction. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications prior to shipment from boston scientific. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The tubing was identified as having been cut down to the pump block. No tubing was returned for analysis. The pump was functionally tested and failed the valve deactive state test. Product analysis concluded these valve deactive state issues could affect the functionality of the device as the reported mechanical issue. Product analysis was unable to confirm the reported events related to tube having a hole or perforated; however, product analysis concluded that the pump failed valve deactive state test was the most probable cause of the reported events. Product analysis confirmed pump malfunction. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the investigation conclusion code of caused traced to component failure was chosen as product investigation identified device malfunction with the returned pump.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to cracks in the right cylinder connection tube. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to cracks in the right cylinder connection tube. Following the surgery, the patient was stable, improved and the event resolved.